Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were intermittent. The root cause of the intermittent response buttons cannot be positively identified. There was no adverse event that resulted from the damaged monitor.